Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department with a report that during programming, prior to patient use, the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the right side of the device touchscreen did not respond. The probable cause was contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.